Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. P-cap locked in place properly during testing. Unit was received with corroded battery tube. However, during testing, unresponsive center button was noted. Unable to perform self-test due to unresponsive button preventing further navigation of menus. Upon peeling off keypad overlay, cracked u1 keypad leads 4, 5, and 6 were noted. Proceed by cutting unit open and perform a visual inspection of connectors and electronic stack. No moisture damage noted on electronic stack. The following cosmetic damages were noted: pillowing keypad overlay, scratched case, stained keypad overlay, cracked keypad overlay, keypad overlay texture damage, cracked case, broken battery tube threads, cracked case (battery tube), missing display window/cover, and label damage (faded). In conclusion, customer allegations of cosmetic damage were confirmed when cracked case (battery tube) was noted during visual inspection. Additionally, unresponsive keypad was noted during testing, caused by cracked u1 keypad solder joints. Unit was also received with corroded battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to minimed that the customer experienced the battery compartment of the insulin pump was damaged. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the customer was instructed to revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1886 was requested and the device was returned.